Manufacturer narrative:
The suspect device was not returned for evaluation. An x-ray image was provided for revaluation and the customer provided key details regarding the reported issue. It is believed that the device detached in the left deep circumflex iliac artery and later migrated to the aorta. The complaint is confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device was returned for evaluation. The failure as reported was observed. The tip of the device had separated from the body. The likely root cause of the failure can be attributed to human error. Based on the appearance of the accordion pattern at the site of separation, the device likely experienced excessive tensile force during use which caused the tip of the device to separate from the body. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the catheter broke off inside the patient, leaving behind a long plastic fragment with the artery. This was not noticed at the time, but identified on follow up imaging. The patient is awaiting removal of the fragment.